Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, cholecystectomy, bowel obstruction, diarrhea, neuropathic pain, dysmenorrhea, gallstones, ovarian cyst, uterine fibroids, vaginal delivery, abortion, adenomyosis, discomfort and gastroesophageal reflux disease. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune like symptoms") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("fibroids") and cervix carcinoma ("cervical cancer"). The patient was treated with surgery (laparoscopic hysterectomy and excision of endometriosis, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, uterine leiomyoma and cervix carcinoma outcome was unknown. The reporter considered autoimmune disorder, cervix carcinoma, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: essure tubal occlusion confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, cholecystectomy, bowel obstruction, diarrhea, neuropathic pain, dysmenorrhea, gallstones, ovarian cyst, uterine fibroids, vaginal delivery, abortion, adenomyosis, discomfort and gastroesophageal reflux disease. Concomitant products included levonorgestrel (mirena). In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune like symptoms") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("fibroids") and cervix carcinoma ("cervical cancer"). The patient was treated with surgery (laparoscopic hysterectomy and excision of endometriosis, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, uterine leiomyoma and cervix carcinoma outcome was unknown. The reporter considered autoimmune disorder, cervix carcinoma, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case(B)(4) (duplicate) including references, event cervical cancer and source document has been transferred to this case. Events of autoimmune disorder and genital haemorrhage downgraded to non-serious. Legacy device report number (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune like symptoms") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, cholecystectomy, bowel obstruction, diarrhea, neuropathic pain, dysmenorrhea, gallstones, ovarian cyst, uterine fibroids, vaginal delivery, abortion, adenomyosis, discomfort and gastroesophageal reflux disease. Concomitant products included levonorgestrel (mirena). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic hysterectomy and excision of endometriosis, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, cholecystectomy, bowel obstruction, diarrhea, neuropathic pain, dysmenorrhea, gallstones, ovarian cyst, uterine fibroids, vaginal delivery, abortion, adenomyosis, discomfort and gastroesophageal reflux disease. Concomitant products included levonorgestrel (mirena). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune like symptoms") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("fibroids") and cervix carcinoma ("cervical cancer"). The patient was treated with surgery (laparoscopic hysterectomy and excision of endometriosis, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, uterine leiomyoma and cervix carcinoma outcome was unknown. The reporter considered autoimmune disorder, cervix carcinoma, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case-(B)(4) (duplicate) including references, event cervical cancer and source document has been transferred to this case. Events of autoimmune disorder and genital haemorrhage downgraded to non-serious. Legacy device report num- 2951250-2020-05976. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.